Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke. No further information was provided.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke. No further information was provided.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification identified that the glass cap was detached and not returned. Additionally, the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge, the potential for forward firing exist. The fiber proximal to fracture could rotate independently of the metal cap. The glass cap exhibited moderate devitrification at output window and the metal cap exhibited moderate detritus adhesion on surface, indicative of tissue contact. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with fiber and could rotate the fiber. During functional testing with the hene (helium-neon) laser fixture, there were no signs of breakage identified along the length of the fiber. Based on the observed glass cap detachment and circumferential distal fracture, the reported event was confirmed and an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glass cap detachment and circumferential distal fracture likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass cap detachment and circumferential distal fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.